Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional percutaneous transluminal angioplasty procedure. Reportedly, the sheath was torn. The sheath splitter split the sheath but not down the middle; instead the splitter came out the side of the sheath and could not be advanced. As a result, the usage of the device was aborted. The release mechanism was used to remove the device; however, it was unsuccessful as the wings were still flared out. When the device was outside of the patient, the release mechanism was tried again but the wings still did not retract. There was no vessel damage reported. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to split the sheath, sheath damage and inability to collapse the vessel locator wings was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the starclose instructions for use states: do not deploy the clip in areas of calcified plaque. In this case, the reported difficulties appears to the related to device angle placement. As such, the noted calcification does not appear to have contributed to the reported event. The reported difficulties appear to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and sheath. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.